Event description:
It was reported that the physician was implanting a helex septal occluder to close a patent foramen ovale (pfo). The pt had an aneurismal septum and a thick secundum. The physician deployed both atrial discs and locked the device without incident. During the removal of the delivery system, the right atrial disc prolapsed into the pfo tunnel. The physician attempted to remove the device several times with a multiple loop snare, a gooseneck snare, and retrieval forceps with no success. The device was stable in the septum and the pt was converted to surgery for explant of the helex device. The device was explanted without complication and the defect was surgically closed. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The explanted device was discarded by the user facility so no engineering evaluation could be conducted. Results - the review of the mfg records verified that the device met all pre-release specifications.